Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no sensing, no capture and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture in the area of the clavicle was observed under fluoroscopy. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.